Manufacturer narrative:
A partial lead was returned in two pieces. The connector portion measured 11.4 cm and the distal portion measured 34.5 cm. Failure event observed during analysis. Final analysis found multiple external abrasions due to friction to another device or feature of the heart breaching the optim sheath only were noted on the distal portion of the lead. The silicone insulation beneath was not damaged in these regions.

Event description:
This report is to advise of an event observed during analysis.